Event description:
During a pci/stenting procedure, the liberte' monorail stent was not well crimped on the balloon and dislodged. The lesion being treated was an 80% stenotic lesion in the rca. It appeared that the stent had dislodged from the delivery device during insertion into the guide catheter. Upon removal, it was noted that the stent remained on the delivery device, however, it had moved proximally on the delivery balloon. The procedure was completed with another liberte' monorail stent. No pt injuries or complications were reported. Pt status is listed as "good".